Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in line) during dwell 2 of 3 on the homechoice (hc). The technical service representative (tsr) explained the alarm. The home patient (hp) had an unused line open and the hp cycled power, then received the system error 2367. The tsr assisted to retrieve the cassette and advised to let the registered nurse (rn) know about the alarm. There was patient involvement, but no patient injury or other medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and it was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.